Event description:
It was reported that during an anterior resection procedure, the cartridge got stuck between the fire cycles and was not fully fired. Tissue was cut but staple line was not fully formed. Surgeon had to suture the tissue. No consequence to patient was reported.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information anticipated, but unavailable at this time.